Event description:
It has been reported to novartis nutrition that a nuport peg tube separated from the internal bolster during external removal attempts. Physician allowed the bolster to pass spontaneously with no complications.